Event description:
This device was inspected for preventative maintenance. During initial inspection, a baxter technician found a broken power cord. This condition had the potential to interrupt delivery. This condition was not reported by the customer and the customer did not allege product malfunction or defect. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This is an ancillary service event discovered during preventative maintenance. The cause was determined to be physical damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up will be sent.